Manufacturer narrative:
The insulin pump was monitored for 48 hours with multiple basal rates and programed several bolus units, the basal and bolus matched properly with pump daily total; no basal anomaly noted during our testing. The insulin pump was received with a47 alarm in the pump history due to corrupted history file and we were unable to verify pump history in carelink pro due to multiple a47 alarm. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that insulin pump over delivered insulin. Insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.